Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call, since the patient was unable to be reached by phone for additional information. The patient alleged that the product issue began on (B)(6) 2019 at 7:18 am. The patient reported obtaining a blood glucose reading of ¿316 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with lantus insulin (32 units, usually taken daily at 5 pm) and she claims she immediately tested her blood glucose with another vial of test strips and obtained a result of ¿81 mg/dl¿, in response to the alleged issue. During the call, the patient stated that the previous day she had not been eating since 1 pm and received alleged high readings of ¿269 and 198 mg/dl¿ before bed, which she thought were high considering she had not been taking any food. On the morning of (B)(6) at the same time as the product issue occurred, the patient developed ¿a little bit of a shake¿ and during the call she claims that was due to her blood glucose being low. The patient denied receiving any treatment or medical intervention as a result of the alleged issue. It was not reported if she used any other device to test her blood glucose. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure. The csr also noted that the test strips have not been stored correctly, as the patient confirmed that she does not close the vial immediately after taking out a test strip. During the call, the patient stated that she did not have control solution available to perform a quality control test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she consciously made the choice of not taking any food based on alleged inaccurate high results obtained with the subject meter.